Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The sample was received and an evaluation was performed to investigate the reported event. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. A visual inspection and simulated use testing were performed with no issues noted. The reported issue was not verified through evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain cycle four of four of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical services representative assisted the patient to end therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.